Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.027.033s, lot: 50p9419, manufacturing site: bettlach, release to warehouse date: 09.04.2020, expire date: 01.04.2030. A manufacturing record evaluation was performed for the finished device 04.027.033s lot: 50p9419 and no non-conformances were identified. Visual inspection: the returned pfna blade show only scratches and impression marks, which most probably were caused during the insertion and/or removal surgery. Otherwise the devices are undamaged and still fully functional. For this instrument there is no product problem reported. Summary: according to the received x-rays, we can confirm that a valgus malalignment and a not fully healed femur fracture occurred, therefore this complaint will be rated as confirmed. However, there is no reported product problem reported for this blade (only for the broken nail), and no manufacturing issues could be found on the returned part. Furthermore, the review of the device history records shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a valgus malalignment and a not fully healed femur fracture were diagnosed through x-ray images. A revision surgery was performed on (B)(6) 2020 to correct the valgus malalignment. During the revision it was noticed that the proximal femoral nail antirotation (pfna) nail was broken. The pfna was revised. No further information provided. Concomitant devices reported: lockscr ø5 l36 f/nails tan light green: product (part 04.005.526s, lot 5l66048, quantity 1); pfna ø9 long r 130° l340 tans: product (part 472.412s, lot l798145, quantity 1); lockscr ø5 l38 f/nails tan light green: product (part 04.005.528s, lot 6l89022, quantity 1) . This report is for one (1) pfna blade perf l90 tan. This is report 1 of 4 for (B)(4).